Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted during testing. The insulin pump had scratched display window and broken battery tube threads.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that the numbers were ramping up and the scroll bar was moving with no input. The customer's mother reported that the buttons were unresponsive. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.